Event description:
Additional information was received 21august2019: the puncture site was lower than the specified place. Bleeding occurred during hospital stay and was managed by standard compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a young male received an angio-seal, deployed in a low puncture. 24 hours later the patient bled. Manual compression was applied and resolved. The patient was sent home. The patient recovered and no follow up treatment was needed additional information was received august 1, 2019: the procedure was a left anterior descending artery stent using a 6fr sheath. This was a planned femoral approach due to previous radial procedure in 2017 with lots of spasm. A pre deployment angiogram for the puncture was not performed, however a pre deployment angiogram for the angio-seal was performed which showed a low puncture. Hemostasis was achieved using the angio-seal device. The patient received medication and dosage of: asa, heparin and clopidogrel. Bleeding from the puncture site was 24 hours post procedure. A femstop was applied and observed. There is no direct allegation against the device from the clinician that it caused or contributed to the event.